Manufacturer narrative:
It was reported that, on the date of incident ((B)(6) 2020), the urinary catheter that was inserted on (B)(6) 2020 tore at the shaft. When the tear was identified, the device was "immediately clamped and removed." Reportedly, the tip of the urinary catheter remained within the patient after the tear. The urinary catheter tip was successfully retrieved without incident via an unspecified method. After the incident, a new urinary catheter was reported inserted into patient. The reporting facility indicated that there was no adverse impact to the patient. A sample was returned to the manufacturer for evaluation. Visual inspection identify that the urinary catheter was severed at the midway point along the shaft. The break line on the shaft showed no signs of indentations, material degradation, or variance in wall thickness. The cut was smooth, even, and split with no jagged characteristics. The tip of the urinary catheter was not returned to the manufacturer for evaluation. Although a definitive root cause was unable to be determined it is possible that an external tensile force applied to the shaft of the catheter may have caused or contributed to the tear. Due to the reported need for medical intervention to retrieve the urinary catheter tip and insert a new urinary catheter, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the urinary catheter shaft tore while the urinary catheter was inserted in the patient.